Event description:
The customer contact reported backflow of fluid from the primary tubing set into the secondary tubing set. The primary tubing set was being used to deliver a potassium chloride 20mmol/l, at an unspecified rate, via a symbiq pump. At 0600, it was reported that the patient's serum potassium level was 3,6meq/l. At an unspecified time, a male adapter of a secondary tubing set was connected to an unspecified clave y-site of the primary tubing set, for piggyback delivery of potassium chloride (kcl) 40mmol/100ml, for a duration of one hour. It was reported that the primary solution container was lowered below the secondary solution container. It was reported that after the delivery of the secondary medication was started at 1200, the nurse noted that the kcl solution reportedly delivered in less than 10 minutes instead of over one hour." The tubing set and pump were removed from clinical service. The tubing set and pump were replaced and the therapy was resumed. At 1430, it was reported that the patient's serum potassium level was3.7meq/l. A sample of solution from the primary solution containers was sent to the user facility's laboratory for analysis. It was reported that primary container sample contained "approximately 40-45mmol/l" of potassium chloride. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.section f10 event problem codes.patient: (B)(6).device: 1522 527.this report represents all the information known by the reporter upon query by hospira personnel.